Event description:
It was reported that during the attempted implant, there was difficulty in introducing the stylet into the lead. Once the lead was placed, high capture threshold was observed. It was also noted that the lead seemed to be more stiff than normal. The lead was successfully replaced. The patient was doing well post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.